Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer has had 3x hypos last week (on (B)(6) 2016). On (B)(6) 2016, customer was unconscious and emergency doctor was called. On (B)(6) 2016, customer reduced basal rate to 50 % to avoid further hypos. Even low bolus deliveries decrease customer's blood glucose readings very quickly, customer does not trust the pump anymore and asked for a replacement. A request was made for the return of the device.